Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer that an error had appeared prior to surgery and the master tool manipulators (mtms) on the surgeon side console had been disabled. The tse recommended the site perform a power cycle. The site proceeded with the second surgeon side console (ssc). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to an error message on the mtms. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 25520 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by power cycling the system.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer contacted the technical support engineer (tse) for phone assistance regarding the surgeon side console (ssc2) master tool manipulator left (mtml) not working. Tse reviewed the system logs and found error 25517 occurring before the surgical procedure. The customer had disabled the mtml2. Tse recommended for the customer to reboot the da vinci system, but the surgical procedure had already begun with another ssc. The customer will reboot the da vinci system after the surgical procedure if the reported event persists. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12/24/2025: troubleshooting was performed during the procedure; however, the system was rebooted after the procedure in which only one console was used.